Manufacturer narrative:
Device identifier: (B)(4). The device was not retuned for evaluation therefore the failure analysis and determination of root cause was not possible. The device history record (DHR) documentation was reviewed and no anomalies that could be associated with the complain incident was observed. Based on the customer reported failure ¿lack of aspiration¿, additional comments "remade suction canister connections, changed contamination guard." And reviewing the log file error code 1208 was confirmed = vacuum pressure low. Therefore, it was possible there was a defect in the aspiration sub assembly of this device and this was the root cause of the complaint. However, without testing, it was not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician reported that the c7000 cusa clarity console lacks aspiration. The pediatric patient was prepped for a tumor ablation,craniotomy surgery on (B)(6) 2020. An integra sales representative troubleshooted the whole system: changed handpiece, changed tubing, remade suction canister connections, and changed contamination guard. There was a delay in surgery for an hour and 30 minutes. The surgery was completed and the patient was okay.